Event description:
The healthcare provider reported that the patient was cleared for a refill by their infectious disease physician. The pump was filled for the first time on (B)(6) 2011 with 2.5mg/ml of morphine programmed to deliver a simple continuous dose of 0.9004mg/day. A priming bolus of 0.395ml was also programmed for over 1 hour. Patient was seen in the office on (B)(6) 2011 and was reported to still having pain however the pump dose was not changed. The patient passed away on (B)(6) 2012. The cause of death was not reported to them and more information was trying to be obtained.

Event description:
It was reported that the patient came in for the first refill and there was a scab over the patient's pump; skin was not red and there was no drainage. Healthcare provider (hcp) noted that the pump was empty and they could not refill it due to the scab. As of (B)(6) 2011, the plan was to refill in two weeks. It was later reported that the scab measured about 2.5 x 4 inches. Patient was subsequently treated for (B)(6) infection with intravenous antibiotics. Drug delivered via the device was saline 1 ml/ml (saline), 0.999 ml/day.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
(B)(4)